Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a partial gastrectomy procedure, the device was clamped down completely and fired a black reload on exceptionally thick stomach tissue. The stapler, according to the surgeon, appeared to complete its firing sequence but upon removal the anvil was bent. According to the surgeon the second half of the staple line was not complete. The surgeon reported that she tried a couple of different open stapling devices that couldn't accommodate the thick tissue. She ultimately closed the stomach by hand sewing. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n57d5z. The analysis results found that one plee60a device was returned with the anvil bent upwards and without reload present. The device was tested for functionality only in dry fired. However, it is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspections take place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The batch history record was reviewed and no protocols or ncrs related to the complaint were found during the manufacturing process.